Event description:
Unit was reported with a high stim output. No reported injury treatment and/or post injury treatment was reported from the complainant.

Manufacturer narrative:
Previously investigated. Known potential shock and potential burn due to transient over-voltage within circuitry causing components to fail and potentially shock or skin burn to the pt beneath the electrodes. Replaced unit circuit boards with preventive software.